Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events of 42 mg/dl; cause was unknown. Glucose tablets were consumed to treat bg level. Additionally, the customer bypassed treatment for bg on the second occurrence. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 42-50 mg/dl were recorded by continuous glucose monitor (cgm) from 6:13:00 pm to 6:28:03 pm on 11/5/2019. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:37:55 am to 9:27:52 pm on 11/6/2019 cgm alert 1 (cgm low alert) enunciated on 11/5 and 11/6. A 85% temporary rate for 150 min was observed on 11/5/2019. An 90% temporary rate for 150 min was observed on 11/6/2019. A 85% temporary rate for 150 min was observed on 11/6/2019. An 85% temporary rate for 180 min was observed on 11/6/2019. It is possible the user¿s personal profile settings need adjustment. On 11/5/2019 and 11/6/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 11/5/2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On 11/6/2019, user made bolus requests without entering current bg and while still having iob. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.